Event description:
Litigation papers allege an inability to bear weight on her right extremity; severe pain and suffering in her hip and lower right extremity; increased heavy metals in the blood and upon information and belief resulting tissue damage; an inability to walk more than short distances. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Report states that patient was revised to address acetabular cup loosening causing metal debris.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege an inability to bear weight on her right extremity; severe pain and suffering in her hip and lower right extremity; increased heavy metals in the blood and upon information and belief resulting tissue damage; an inability to walk more than short distances. Revision is scheduled for (B)(6) 2012.